Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a compromised force sensor alarm during rewinding the insulin pump. The customer's blood glucose level was 99 mg/dl. No further information was given. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump had compromised force sensor system error alarm during the basic occlusion test due to lose protruded drive support disk. Device had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot, broken reservoir tube lip, missing end cap sticker and cracked lcd window.